Event description:
During a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in the patient therapy log that occurred on (B)(6) 2013 at 01:26 with an ultra-filtration volume of 1389ml (drain volume of 3389ml) during cycle 1. Largest prescribed fill volume: 2000ml. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.